Manufacturer narrative:
A report was received that a cypher stent was associated with dislodgement. The age, history and presentation of the involved male patient were not provided. An angiogram revealed lesions in the patient's omb and mid lad. The omb was described as an ostial lesion. This was treated with the placement of an unknown stent. Of note, when deployed, the proximal edge of this stent was sticking out into the ostium. This was treated by crushing the edges of the stent with a ptca balloon. The mid lad was described as de novo, 75% occluded, moderately calcified, moderately tortuous and absent of pre-existing clot. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 18mm cypher stent. Attempts to cross the lesion were unsuccessful and the procedural physician slowly attempted to pull the un-deployed stent back into the guider and felt resistance. According to the IFU, an sds with an undeployed stent should not be pulled back into the guider in order to prevent stent dislodgement. The stent dislodged into the lm trunk during these maneuvers. The stent was successfully snared without injury to the patient. The product was returned for inspection. A non sterile 2.5x18 mm cypher bx japan was received inside a plastic bag. The stent was returned in a separate plastic bag, with a snare attached. The shaft and coaxial section presented no damages. Clear stent marks were observed on the balloon. The stent was waved and compressed at one end; at the other end the struts were bent and deformed, as the snare was caught on the struts. Manufacturing records were reviewed and results indicate that product met quality requirements for product acceptance. Stent retention, and crossing profile data was reviewed, and all results passed. The stent dislodgement was confirmed, as it was received in a separate bag. The resistance with the outer body could not be confirmed, given that the stent was no longer mounted on the balloon. There are vessel and procedural factors that may have contributed to this event.

Event description:
During a pci procedure, after treating the ostial lesion of a high marginal branch with another unknown stent, the edge of the stent was observed to be sticking out of the ostium. The edge of this stent was then crushed up against the wall using ptca with an unknown balloon product. The cypher stent was then used and would not cross the lesion. The physician then attempted to retrieve the stent slowly back into the guiding catheter after feeling some resistance/friction. The stent dislodged into the left main trunk (lmt)/coronary artery and only the sds was removed from the patient. The stent was then retrieved by using a snare device. Another stent, an s660, was then used to complete the procedure successfully. There was no reported patient injury.